Event description:
It was reported that the patient presented with multiple non-sustained ventricular tachycardia and non-sustained right ventricular oversensing due to lead noise. The lead noise could not be reproduced in clinic with lead provocative testing and isometric testing. Lead damage was suspected. The lead was reprogrammed. Lead revision was discussed. The patient was not symptomatic.